Manufacturer narrative:
Upon receipt, the ICD was visually inspected, showing a smoke mark on the ICD housing. This indicates a damaged lead insulation. The ICD was interrogated, revealing the battery status bos. The ICD was implanted for two months and 13 charging cycles were recorded to the device memory. The memory content of the device was analyzed. The holter data showed that four shocks were aborted on (B)(6) 2019 as a result of a shock impedance value less than 20 ohms, as mentioned in the complaint description. At a next step the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. A sensing test was performed and the device sensed the attached heart signals free of noise, proving the sensing function of the ICD to be fully functional. The impedance measurement functions were tested and did not show any anomaly. There was no indication of an ICD malfunction. In conclusion, the inspection of the memory content confirmed the clinical observation. However, a thorough analysis of the ICD proved the device to be fully functional. Based on the analysis results, it is reasonable to assume that a lead insulation damage led to the clinical observation.

Event description:
This device was explanted and replaced because the patient was reported as having a true vt/vf episode but had a shock aborted due to low shock impedance (20 ohms). Should additional information become available, this file will be updated.

Event description:
This device was explanted and replaced due to patient was reported as having a true vt/vf episode but had a shock aborted due to low shock impedance (20 ohms). Should additional information become available, this file will be updated.